Event description:
It was reported that the patient's blood glucose levels rose above 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a hazard alarm.

Manufacturer narrative:
Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.2. Cgm sensor type: data not available.